Event description:
The customer stated that, he tested his blood glucose using his elite xl meter and another meter (brand unk). The elite meter read 118 mg/dl, while the other meter read 283 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot the meter, and he ended the call. No product will be returned.